Manufacturer narrative:
(B)(4). A follow-up MDR will be submitted if any additional information is becomes available.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. However, based on investigation information, the root cause was determined to be the supply bag falling and becoming disconnected. The lot number was not available, therefore a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through (B)(4) and (B)(4).

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during dwell. Gts explained the alarm indicated air had entered the setup and reviewed proper procedures. Gts assisted the home patient (hp) to clear the alarm by cycling power on the hc. A supply bag had fallen and become disconnected. Product surveillance (ps) spoke with the hp's nurse who was not aware of the problem and was not aware of any complications, patient injury, or medical intervention since the event. The patient was involved but there was no serious injury or medical intervention reported.